Manufacturer narrative:
A visual examination of the device found the wire basket assembly to have been pulled out of the coil assembly and the tip was intact. The pullwire was cut apart from the wire basket crimp. The medial section was found to be kinked. The pullwire was found to have failed and broken from the distal end of handle cannula. Both ends of the fractured pullwire indicates that the wire had most likely sheared apart. The coil assembly was buckled from the distal end of the heat shrink . The full length of the side car-rx was found to be torn and it presented pushback. The wire basket was found to have one wire completely broken and 2 other wires were frayed and partially separated. All four wires were bent and deformed. A microscopic examination found the broken basket wires to have been burnt and discolored. Additionally, all four wires at the basket base presented damage. A material review of the broken component found no anomalies and concluded that the sub assembly basket component met the specifications. The specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and no anomalies were found.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatable basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2014. According to the complainant, during the procedure, the cholangiogram identified a stone in the common bile duct. A trapezoid basket was used to capture the stone. Due to the size of the stone, lithotripsy was required. The physician attempted to manually crush the biliary stone, however the stone was unable to be crushed. An alliance handle ii was then used in conjunction with the trapezoid basket to assist with crushing the stone. As the stone was being crushed a crack was heard and traction no longer remained on the stone. The stone was unable to be removed from the duct. It appeared that some of the basket wires broke, and the basket tip failed to detach. Emergency lithotripsy was attempted however the basket wires were bent and they were unable to advance the shaft over the wires. A lithocrusher was inserted. Sludge and stone fragments were able to be removed; however they were unable to capture the basket. An unsuccessful attempt was made to remove the basket by using a balloon to drag the basket out of the common bile duct. At this time a 7fr x 5cm pigtail stent was inserted into the duct. The wires of the retained basket were cut at the level of the mouth and using forceps, the wires were pushed into the patient¿s stomach to avoid damaging the duct entrance. The basket was removed within two weeks of the procedure by (B)(6). The physician was able to remove the stone and basket, by alternating between the combination of using an emergency lithotripter and balloon dilation. Upon removal of the basket it was noted that one of the basket wires was broken about a centimeter from the basket tip, and one of the basket wires appeared to fray. The current condition of the patient was reported to be stable. Reportedly, the patient discharged himself against the advice of the physicians.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatable basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the cholangiogram identified a stone in the common bile duct. A trapezoid basket was used to capture the stone. Due to the size of the stone, lithotripsy was required. The physician attempted to manually crush the biliary stone, however the stone was unable to be crushed. An alliance handle ii was then used in conjunction with the trapezoid basket to assist with crushing the stone. As the stone was being crushed a crack was heard and traction no longer remained on the stone. The stone was unable to be removed from the duct. It appeared that some of the basket wires broke, and the basket tip failed to detach. Emergency lithotripsy was attempted however the basket wires were bent and they were unable to advance the shaft over the wires. A lithocrusher was inserted. Sludge and stone fragments were able to be removed; however they were unable to capture the basket. An unsuccessful attempt was made to remove the basket by using a balloon to drag the basket out of the common bile duct. At this time a 7fr x 5cm pigtail stent was inserted into the duct. The wires of the retained basket were cut at the level of the mouth and using forceps, the wires were pushed into the patient¿s stomach to avoid damaging the duct entrance. The basket was removed within two weeks of the procedure by dr. Mottershead. The physician was able to remove the stone and basket, by alternating between the combination of using an emergency lithotripter and balloon dilation. Upon removal of the basket it was noted that one of the basket wires was broken about a centimeter from the basket tip, and one of the basket wires appeared to fray. The current condition of the patient was reported to be stable. Reportedly, the patient discharged himself against the advice of the physicians.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.